Manufacturer narrative:
The returned screw was not returned, however a photo of an x-ray was used for evaluation purposes. The screw is shown to have fractured, but there is insufficient information available to determine the cause. A review of the labeling lists implant breakage as a known risk of the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00393.

Event description:
It was reported that a revision surgery was performed to address two screws which broke approximately 5 months after being installed. A posterior construct was added in addition to the initially placed anterior plate and screws. The screws were not removed during the revision and remain implanted. This is event one of two for this event.